Manufacturer narrative:
Concomitant medical products: product ID: tm90p01, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported they are having serious problems because the patient stated their digestive system stopped working. The patient stated due to this they need to experiment with it and connect with ins to change therapy settings. The patient stated today they tried to use handset/communicator to check settings due to this and stated it's not working and is not able to find ins with handset/communicator. The patient  initially stated communicator was plugged into power supply on call but they unplugged communicator from power supply and it was not plugged in. The patient was getting device not responding message on handset despite repositioning communicator over ins on call. The patient confirmed they palpated ins and had communicator placed directly on ins. The patient confirmed communicator/handset have not been dropped, damaged or wet. The patient mentioned they removed device from box last night. The patient stated they are also not able to connect with 3037 programmer today on call when they tried to use that programmer. The patient stated they were able to connect with ins using 3037 programmer before, but stated today on call they were not able to. The patient stated they put new batteries in programmer, but is getting poor communication screen. The patient denied any recent trauma/falls. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. The issue was not resolved during the call.